Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the reported single leaflet device attachment (slda) could not be determined. The reported poor image resolution was related to patient and procedural conditions. A cause for hypertension resulting in mitral regurgitation (mr) cannot be determined. The patient effects of hypertension and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. Unexpected medical intervention, required medication and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. The patient had a rotated heart, resulting in poor imaging. An xtw clip was implanted without issues, reducing mr to a grade of 1. The following day, the patient had a hypertension episode, causing mr to return to a grade of 4. For treatment, medication was administered. On (B)(6) /2021, echocardiography was performed and showed the clip had detached from the detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On (B)(6) 2021, a second mitraclip procedure was performed to stabilize the slda. One clip was successfully implanted medially, reducing mr to a grade of 1-2. No additional information was provided.